Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, the defect was unable to be confirmed via the attached picture as the picture was of the product tag information, and not of the defect itself. No samples were returned for evaluation. Manufacturing reviewed the device history records and manufacturing process, with the root cause unable to be determined. A review of the device history records for (B)(6) from lot 10454044 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: a leak in the arterial bloodline was noted during treatment. The blood was returned to the patient, a new setup done and treatment resumed with no further incident. It was further stated that the clip on top of the patient's chart may have punctured a hole in the venous bloodline when patient dropped it after browsing his chart as there was a small amount of blood perfectly covered under the patient's chart. Also there did not appear to be any fluid leaking while setting up the machine; at the beginning and during treatment , up until the time the blood was noticed on the floor when picking the patient's chart up off the floor. No injuries were reported.